Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Reportedly, the morning of the incident the pt had a blood glucose of 189 mg/dl. The device gave a blockage detected alarm, the pt disconnected and tested delivery and found it flow with no blockage in the tubing, he removed his set from his site and silenced the alarm. Within three hrs, the pt was ill with vomiting, he was brought to the ER where upon admit his blood glucose was 606 mg/dl. He was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.